Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed

Event description:
The customer reported that the device failed preventive maintenance. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced missing battery, display and front case. A review of the device history record for (B)(6) was performed from date of manufacture 03/29/2019 to present date 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to front case missing - replaced. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported that the device failed preventive maintenance. No patient involvement.